Event description:
It was reported that the user experienced an episode of hyperglycemia with a reported blood glucose of 325 while using the ilet, after which the user changed infusion supplies at approximately 300 without observing leakage, kinks, or a bent cannula, and glucose subsequently returned to range. Symptoms included high blood glucose. Outcomes included resolution of hyperglycemia following supply change without hospitalization. Investigation included user troubleshooting and education regarding high glucose management and infusion set checks. Investigation of this case revealed no device malfunction reported and no confirmed infusion set or component issue, with the event characterized as cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.